Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) has been confirmed. As received, the monitor failed testing. Upon evaluation, there was thermal damage to the belt receptacle pin for the white pulse wire. The cause fo the test failure is the damaged pin. The root cause of the damaged pin could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed testing